Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she found part of a tampon string in her vagina that she believed had been inside her from product use two months prior. She removed the string but was unsure if any string pieces remained. She experienced chills, dizziness, groin and abdominal pain and cramping. She went to the doctor and was diagnosed with a uti.